Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was locks in place but puts tape on top so it does not come out. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that o ring of the reservoir compartment was damaged. Customer states that down button of the insulin pump was hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify unresponsive button due to blank display. Device received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.